Event description:
Drug/diluent: fortum. Fill volume: unk. Flow rate: 10.0 ml/hr. Procedure: unk. Cathplace: unk. (B)(6). Fast flow, the pump infused in 18 hrs instead of 23 hrs. Unk if any adverse events to the pt.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: a follow-up report will be filed when the investigation has been completed.